Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a "bump" and leaking right breast prosthesis, which has been shown on MRI scan and echo. The status of the device is unknown. Right side.